Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the customer received the following results on the performa system within 10 minutes: 189 mg/dl and 47 mg/dl. Customer used 2 separate strip vials with the same lot numbers for each result. No adverse event reported. Both vials of test strips were requested to be returned for evaluation.